Manufacturer narrative:
An event regarding infection involving a restoration modular stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records provided by a clinical consultant concluded: "so, all-in-all, despite the minimal information, we may conclude that root cause of failure is procedure-related with regard to an infectious complication after complex revision surgery resulting in septic cup loosening where no information is available about potential additional patient-related risk factors but certainly no device-related factors play a role in the failure mode. If more clinical or radiological information may become available some aspects could be more detailed although the final conclusions would likely remain the same." Device history review: a DHR review could not be performed as the lot ID is unknown. Complaint history review: a complaint history review could not be performed as the lot ID and sterile lot ID is unknown. Conclusions: a clinical review of the event concluded that "that root cause of failure is procedure-related with regard to an infectious complication." Further information such as return of device, pathology reports, additional x-rays, operative report as well as patient history and follow-up notes are however needed to complete a thorough investigation. If additional information and/or device become available, this investigation will be reopened.

Event description:
Sales rep reported a hip revision for septic loosening.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a hip revision for septic loosening.